Event description:
It was reported that a small volume folfusor leaked. This was discovered after the device was filled with a cytostatic drug, during set-up and preparation. There was no patient involvement. No additional information is available.

Manufacturer narrative:
E1: initial reporter city: (B)(6). H4: the lot was manufactured april 21, 2023 - april 22, 2023. H10: the actual device was returned for evaluation. Visual inspection noted fluid inside a bag that contained the unit which suggested a leak occurred. A functional leak test was performed, and evidence of a slow leak was observed at the solvent-bonded junction of the tubing and stress member located at the upper area of the unit. The reported condition was verified. The cause was inadequate tubing insertion depth during manufacturing. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.